Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) is constantly displaying a message to realign the patient was not confirmed during functional testing or archive review. The customer reported complaint was not reproduced during the testing. The autopulse platform functioned as intended. Visual inspection of the platform was performed, and no physical damage was observed. The archive data review showed no significant discrepancies. The autopulse platform passed the initial functional testing without any fault or error. The autopulse platform was further evaluated by subjecting it to a run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 6 minutes without fault or error. A load cell characterization test was performed and passed. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 15 minutes without any fault or error. The autopulse platform passed the final testing without any fault or error.

Event description:
During use on a patient, the customer reported the autopulse platform (sn (B)(4)) is constantly displaying a message to realign the patient. Patient's status information was requested but the customer did not provide a response.